Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that during use of the bd vacutainer® sst¿ blood collection tubes there was poor separation the gel did not move properly. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from spanish to english: the user notifies that after centrifuging the gold tube the gel did not move properly. A second sample is taken from the patient and the serum moved without difficulty.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® sst¿ blood collection tubes there was poor separation the gel did not move properly. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from spanish to english: the user notifies that after centrifuging the gold tube the gel did not move properly. A second sample is taken from the patient and the serum moved without difficulty.